Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the pilot valve is alarming/ shuts down.as stated on the repair statement additional malfunction on this device: power switch has a low alarm.